Manufacturer narrative:
Date sent: 10/2/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a subtotal gastrectomy procedure the device did not form a complete staple line. The operator used another device to complete the case. There was no pt consequence.